Event description:
It was reported that the patient's lead had an alert for high impedance on the right ventricular (rv) and superior vena cava (svc) lead defibrillation conductor. Additionally, the analyst of the device data noted that the device detected and corrected flipped memory bits in the past. The lead will be replaced. No patient complications have been reported as a result of this event.